Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of genital haemorrhage ("abnormal bleeding/bleeding"), fallopian tube diverticulosis ("salpingitis isthmica nodosa"), kidney infection ("kidney infection") and crohn's disease ("worsened crohn's disease") in a 36-year-old female patient who had essure (batch no. 627097) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's past medical history included pelvic pain, vaginal bleeding and crohn's disease. Concomitant products included oxycodone. On (B)(6) 2008, the patient had essure inserted. In 2009, the patient experienced dyspareunia ("dyspareunia/dyspareunia (painful sexual intercourse)"), fatigue ("fatigue/always tired"), alopecia ("hair loss/strands of hair everywhere"), migraine ("migraines/worst migrain"), headache ("headaches/terrible headaches"), nausea ("nausea"), pruritus ("severe itchiness"), pelvic pain ("chronic pain/pain"), abdominal distension ("bloating/looks pregnant"), dyspepsia ("heartburn"), night sweats ("night sweats"), menstruation irregular ("irregular periods"), abdominal pain ("pain severe abdominal pain"), dysmenorrhoea ("dysmenorrhea (cramping)"), back pain ("severe back pain/lower left side pain/lower back pain") and perineal pain ("perineum pain"). In 2014, the patient experienced anxiety ("anxiety"), depression ("depression"), paraesthesia ("tingling in hands and feet"), vertigo ("vertigo"), loss of libido ("loss of sex drive") and arthralgia ("joint pain"). In 2016, the patient experienced cystitis interstitial ("auto-immune disorder/chronic interstitial cystitis/frequent bladder infections"). On an unknown date, the patient experienced genital haemorrhage (seriousness criteria medically significant and intervention required), fallopian tube diverticulosis (seriousness criteria medically significant and intervention required), kidney infection (seriousness criterion medically significant), crohn's disease (seriousness criterion medically significant), hormone level abnormal ("hormonal changes"), vaginal discharge ("abnormal vaginal discharge/vaginal discharge"), weight fluctuation ("abnormal weight fluctuations"), procedural pain ("painful post-operative recovery"), ovarian adhesion ("minimal adhesions to the ovary and broad ligament"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia)"), urinary tract infection ("urinary tract infection"), weight increased ("weight gain"), weight decreased ("weight loss"), tornwaldt cyst ("cystic walthard rests"), breast tenderness ("tender to touch between my breast"), adenomyosis ("adenomyosis"), discomfort ("discomfort"), tremor ("night shaking so bad"), feeling cold ("freezing"), feeling abnormal ("I have a weird feeling/thoughts on"), blood pressure decreased ("feel lots of lower pressure") and chest pain ("chest hurts"). The patient was treated with ibuprofen (motrin), ibuprofen (advil migraine), dimeticone, activated (gas x), surgery (hysterectomy, left salpingo-oophorectomy, and right salpingectomy to remove the essure devices) and surgery (hysterectomy, left salpingo-oophorectomy, and right salpingectomy to remove the essure devices). Essure was removed on (B)(6) 2017. At the time of the report, the genital haemorrhage, dyspareunia, fatigue, alopecia, hormone level abnormal, migraine, headache, nausea, pruritus, vaginal discharge, weight fluctuation, procedural pain and abdominal distension was resolving, the fallopian tube diverticulosis, kidney infection, paraesthesia, vertigo, loss of libido, tornwaldt cyst, menstruation irregular, abdominal pain, dysmenorrhoea, back pain, perineal pain, arthralgia, breast tenderness, adenomyosis, discomfort, tremor, feeling cold, feeling abnormal, blood pressure decreased and chest pain outcome was unknown and the crohn's disease, pelvic pain, ovarian adhesion, vaginal haemorrhage, menorrhagia, dyspepsia, night sweats, urinary tract infection, cystitis interstitial, anxiety, depression, weight increased and weight decreased had resolved. The reporter considered abdominal distension, abdominal pain, adenomyosis, alopecia, anxiety, arthralgia, back pain, blood pressure decreased, breast tenderness, chest pain, crohn's disease, cystitis interstitial, depression, discomfort, dysmenorrhoea, dyspareunia, dyspepsia, fallopian tube diverticulosis, fatigue, feeling abnormal, feeling cold, genital haemorrhage, headache, hormone level abnormal, kidney infection, loss of libido, menorrhagia, menstruation irregular, migraine, nausea, night sweats, ovarian adhesion, paraesthesia, pelvic pain, perineal pain, procedural pain, pruritus, tornwaldt cyst, tremor, urinary tract infection, vaginal discharge, vaginal haemorrhage, vertigo, weight decreased, weight fluctuation and weight increased to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2009: confirming full occlusion of fallopian tubes "concerning the injuries reported in this case, the following ones were described in patients social media: migraines, cystitis interstitial, abdominal distension, adenomyosis, weight gain, headache, arthralgia, back pain, urinary tract infection, loss of libido, alopecia, tender to touch between my breast, adenomyosis, freezing, night shaking so bad, feel lots of lower pressure, discomfort, chest hurts, I have a weird feeling/thought and kidney infection." Most recent follow-up information incorporated above includes: on 7-jun-2018: essure lot number was added. Reporter information was added. Per social media following event: tender to touch between my breast, adenomyosis, freezing, night shaking so bad, feel lots of lower pressure, discomfort, chest hurts, I have a weird feeling/thoughts on and kidney infection were added. Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of genital haemorrhage ("abnormal bleeding/bleeding"), fallopian tube diverticulosis ("salpingitis isthmica nodosa"), kidney infection ("kidney infection") and crohn's disease ("worsened crohn's disease") in a 36-year-old female patient who had essure (batch no. 627097) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's past medical history included pelvic pain, vaginal bleeding and crohn's disease. Concomitant products included hydroxyzine, ibuprofen, metronidazole, omeprazole (prilosec) from 2015 to 2017, oral contraceptive nos from 2009 to 2017, oxycodone and pentosan polysulfate sodium (elmiron). On (B)(6) 2018, the patient had essure inserted. In january 2009, the patient experienced dyspareunia ("dyspareunia/dyspareunia (painful sexual intercourse)"), fatigue ("fatigue/always tired"), alopecia ("hair loss/strands of hair everywhere"), migraine ("migraines/worst migrain"), headache ("headaches/terrible headaches"), nausea ("nausea"), pruritus ("severe itchiness"), vaginal discharge ("abnormal vaginal discharge/vaginal discharge"), weight fluctuation ("abnormal weight fluctuations"), pelvic pain ("chronic pain/pain"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia)"), night sweats ("night sweats"), abdominal pain ("pain severe abdominal pain"), dysmenorrhoea ("dysmenorrhea (cramping)") and back pain ("severe back pain/lower left side pain/lower back pain"). In 2009, the patient experienced crohn's disease (seriousness criterion medically significant), abdominal distension ("bloating/looks pregnant"), dyspepsia ("heartburn"), menstruation irregular ("irregular periods") and perineal pain ("perineum pain"). In february 2014, the patient experienced anxiety ("anxiety"), depression ("depression") and arthralgia ("joint pain"). In 2014, the patient experienced paraesthesia ("tingling in hands and feet"), vertigo ("vertigo") and loss of libido ("loss of sex drive"). In february 2017, the patient experienced cystitis interstitial ("auto-immune disorder/chronic interstitial cystitis/frequent bladder infections"). On an unknown date, the patient experienced genital haemorrhage (seriousness criteria medically significant and intervention required), fallopian tube diverticulosis (seriousness criteria medically significant and intervention required), kidney infection (seriousness criterion medically significant), hormone level abnormal ("hormonal changes"), procedural pain ("painful post-operative recovery"), ovarian adhesion ("minimal adhesions to the ovary and broad ligament"), urinary tract infection ("urinary tract infection"), weight increased ("weight gain"), weight decreased ("weight loss"), tornwaldt cyst ("cystic walthard rests"), breast tenderness ("tender to touch between my breast"), adenomyosis ("adenomyosis"), discomfort ("discomfort"), tremor ("night shaking so bad"), feeling cold ("freezing"), feeling abnormal ("I have a weird feeling/thoughts on"), blood pressure decreased ("feel lots of lower pressure (nos)") and chest pain ("chest hurts"). The patient was treated with ibuprofen (motrin), ibuprofen (advil migraine), dimeticone, activated (gas x), surgery (hysterectomy, left salpingo-oophorectomy, and right salpingectomy to remove the essure devices) and surgery (hysterectomy, left salpingo-oophorectomy, and right salpingectomy to remove the essure devices). Essure was removed on 17-jul-2017. At the time of the report, the genital haemorrhage, dyspareunia, fatigue, alopecia, hormone level abnormal, migraine, headache, nausea, pruritus, vaginal discharge, weight fluctuation, procedural pain and abdominal distension was resolving, the fallopian tube diverticulosis, kidney infection, paraesthesia, vertigo, loss of libido, tornwaldt cyst, menstruation irregular, abdominal pain, dysmenorrhoea, back pain, perineal pain, arthralgia, breast tenderness, adenomyosis, discomfort, tremor, feeling cold, feeling abnormal, blood pressure decreased and chest pain outcome was unknown and the crohn's disease, pelvic pain, ovarian adhesion, vaginal haemorrhage, menorrhagia, dyspepsia, night sweats, urinary tract infection, cystitis interstitial, anxiety, depression, weight increased and weight decreased had resolved. The reporter considered abdominal distension, abdominal pain, adenomyosis, alopecia, anxiety, arthralgia, back pain, blood pressure decreased, breast tenderness, chest pain, crohn's disease, cystitis interstitial, depression, discomfort, dysmenorrhoea, dyspareunia, dyspepsia, fallopian tube diverticulosis, fatigue, feeling abnormal, feeling cold, genital haemorrhage, headache, hormone level abnormal, kidney infection, loss of libido, menorrhagia, menstruation irregular, migraine, nausea, night sweats, ovarian adhesion, paraesthesia, pelvic pain, perineal pain, procedural pain, pruritus, tornwaldt cyst, tremor, urinary tract infection, vaginal discharge, vaginal haemorrhage, vertigo, weight decreased, weight fluctuation and weight increased to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on 19-jan-2009: confirming full occlusion of fallopian tubes . ¿concerning the injuries reported in this case, the following ones were described in patients social media: migraines, cystitis interstitial, abdominal distension, adenomyosis, weight gain, headache, arthralgia, back pain, urinary tract infection, loss of libido, alopecia, tender to touch between my breast, adenomyosis, freezing, night shaking so bad, feel lots of lower pressure, discomfort, chest hurts, I have a weird feeling/thought and kidney infection." Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 31-jul-2018: quality safety evaluation of ptc. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of genital haemorrhage ("abnormal bleeding") in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2008, the patient had essure inserted. On an unknown date, the patient experienced genital haemorrhage (seriousness criteria medically significant and intervention required), autoimmune disorder ("autoimmune disorder"), dyspareunia ("dyspareunia"), fatigue ("fatigue"), alopecia ("hair loss"), hormone level abnormal ("hormonal changes"), migraine ("migraines"), headache ("headaches"), nausea ("nausea"), pruritus ("severe itchiness"), vaginal discharge ("abnormal vaginal discharge"), weight fluctuation ("abnormal weight fluctuations") and procedural pain ("painful post-operative recovery"). The patient was treated with surgery (hysterectomy, left salpingo-oophorectomy, and right salpingectomy to remove the essure devices). Essure was removed on (B)(6) 2017. At the time of the report, the genital haemorrhage, autoimmune disorder, dyspareunia, fatigue, alopecia, hormone level abnormal, migraine, headache, nausea, pruritus, vaginal discharge, weight fluctuation and procedural pain was resolving. The reporter considered alopecia, autoimmune disorder, dyspareunia, fatigue, genital haemorrhage, headache, hormone level abnormal, migraine, nausea, procedural pain, pruritus, vaginal discharge and weight fluctuation to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2009: confirming full occlusion of fallopian tubes. Incident. No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of genital haemorrhage ("abnormal bleeding/bleeding") and fallopian tube diverticulosis ("salpingitis isthmica nodosa") in a female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's past medical history included pelvic pain, vaginal bleeding and crohn's disease. On (B)(6) 2008, the patient had essure inserted. In 2009, the patient experienced dyspareunia ("dyspareunia/dyspareunia (painful sexual intercourse)"), fatigue ("fatigue"), alopecia ("hair loss"), migraine ("migraines"), headache ("headaches"), nausea ("nausea"), pruritus ("severe itchiness"), pelvic pain ("chronic pain/pain"), abdominal distension ("bloating"), dyspepsia ("heartburn"), night sweats ("night sweats"), menstruation irregular ("irregular periods"), abdominal pain ("pain severe abdominal pain"), dysmenorrhoea ("dysmenorrhea (cramping)"), back pain ("severe back pain") and perineal pain ("perineum pain"). In 2014, the patient experienced anxiety ("anxiety"), depression ("depression"), paraesthesia ("tingling in hands and feet"), vertigo ("vertigo"), loss of libido ("loss of sex drive") and arthralgia ("joint pain"). In 2016, the patient experienced cystitis interstitial ("auto-immune disorder/chronic interstitial cystitis/frequent bladder infections"). On an unknown date, the patient experienced genital haemorrhage (seriousness criteria medically significant and intervention required), fallopian tube diverticulosis (seriousness criteria medically significant and intervention required), hormone level abnormal ("hormonal changes"), vaginal discharge ("abnormal vaginal discharge/vaginal discharge"), weight fluctuation ("abnormal weight fluctuations"), procedural pain ("painful post-operative recovery"), ovarian adhesion ("minimal adhesions to the ovary and broad ligament"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia)"), crohn's disease ("worsened crohn's disease"), urinary tract infection ("urinary tract infection"), weight increased ("weight gain"), weight decreased ("weight loss") and tornwaldt cyst ("cystic walthard rests"). The patient was treated with surgery (hysterectomy, left salpingo-oophorectomy, and right salpingectomy to remove the essure devices) essure was removed on (B)(6) 2017. At the time of the report, the genital haemorrhage, dyspareunia, fatigue, alopecia, hormone level abnormal, migraine, headache, nausea, pruritus, vaginal discharge, weight fluctuation and procedural pain was resolving, the fallopian tube diverticulosis, paraesthesia, vertigo, loss of libido, tornwaldt cyst, menstruation irregular, abdominal pain, dysmenorrhoea, back pain, perineal pain and arthralgia outcome was unknown and the pelvic pain, ovarian adhesion, vaginal haemorrhage, menorrhagia, abdominal distension, dyspepsia, crohn's disease, night sweats, urinary tract infection, cystitis interstitial, anxiety, depression, weight increased and weight decreased had resolved. The reporter considered abdominal distension, abdominal pain, alopecia, anxiety, arthralgia, back pain, crohn's disease, cystitis interstitial, depression, dysmenorrhoea, dyspareunia, dyspepsia, fallopian tube diverticulosis, fatigue, genital haemorrhage, headache, hormone level abnormal, loss of libido, menorrhagia, menstruation irregular, migraine, nausea, night sweats, ovarian adhesion, paraesthesia, pelvic pain, perineal pain, procedural pain, pruritus, tornwaldt cyst, urinary tract infection, vaginal discharge, vaginal haemorrhage, vertigo, weight decreased, weight fluctuation and weight increased to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2009: confirming full occlusion of fallopian tubes. Most recent follow-up information incorporated above includes: on (B)(6) 2018: pfs received. New events added- chronic pain/pain, minimal adhesions to the ovary and broad ligament, abnormal bleeding (vaginal, menorrhagia), bloating, heartburn, worsened crohn's disease, night sweats, urinary tract infection, auto-immune disorder/chronic interstitial cystitis/frequent bladder infections, anxiety, depression, weight gain, weight loss, tingling in hands and feet, vertigo, loss of sex drive, salpingitis isthmica nodosa, cystic walthard rests, irregular periods, pain severe abdominal pain, dysmenorrhea (cramping), severe back pain, perineum pain and joint pain. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.